Manufacturer narrative:
System logs were not available for review.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and afterwards, developed a pneumothorax. The physician stated that the patient experienced shortness of breath, and a pneumothorax was discovered via routine post-op chest x-ray. A chest tube was placed and the patient was admitted to the hospital for monitoring and discharged two days later. The physician states the biopsy procedure contributed to the pneumothorax and that the ion system and accessories functioned as intended with no reported malfunctions.